Event description:
Subsequent information indicates that an additional clinical observation of pacing not delivered when required was reported. There was no asystole of greater than two seconds reported. The lead has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing right atrial (ra) activity. Attempts to program around the oversensing were performed but were unsuccessful. Subsequently, the patient underwent a surgical revision procedure where it was determined via fluoroscopy that the lead had dislodged. The lead helix was also noted to have been damaged. The lead was explanted and is no longer in service. No additional adverse patient effects were reported. A request for the return of the lead has been made.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was performed. A visual inspection confirms that the helix was stretched and retracted. The insulation and conductors coils are twisted the entire lead body, mostly from trying to extend the helix. Further, the proximal end of distal spring electrode was separated from lead body insulation, medical adhesive was noted. Analysis did not yield any findings that were thought to have contributed to the dislodgement.